Event description:
It was reported that a small volume infusor had no flow. The device was filled with fluorouracil and then it was connected to the patient. The patient returned to the hospital within 48 hours. At this time it was noted that the device was still completely full. There was no report of patient injury, medical intervention or adverse event associated with this event. No patient consequences were reported. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 16, 2013 to july 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.